Event description:
It was reported that a malfunction alarm occurred. Customer had not begun using the pump for insulin therapy; therefore, customer's blood glucose level was not impacted. Although requested by tandem technical support, a backup method of therapy was not provided by the customer.